Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) felt his ipg was close to the skin. Upon inspection, the physician confirmed the ipg was eroding through the patient's skin. Subsequently, surgical intervention was undertaken to explant the scs system. Follow-up identified the skin erosion has healed.